Event description:
It was reported to philips that system's footswitch had a problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a non-emergency planned treatment procedure. The customer did not provide further information regarding the patient or procedure outcome. Philips was unable to confirm the allegation regarding the system foot switch problem as the quotation for the onsite diagnostic service offered was not accepted by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. There was no information regarding root cause and resolution. The codes were updated based on the investigation outcome.